Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-03147. It was reported the patient's stimulation pattern has changed and the leads have migrated. On (B)(6) 2016 the patient's leads were explanted and replaced. The patient's system was programed and the patient receives effective stimulation. The issue is resolved.